Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 423 mg/dl. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. However, the insulin pump works as designed and found no malfunctions with the pump. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.